Event description:
It was reported by customer that the powerpicc solo catheter malfunctioned after removing the magnetic wire, the PICC could no longer aspirate or be flushed and the customer had to open a new kit. No patient harm was reported due to the result of the event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.